Event description:
It was reported that during an unknown time on an unknown date the device had an unknown malfunction. It is unknown if there was patient involvement, harm, or impact. Due diligence information complete as no additional information provided. At product evaluation the cutter failed the sample mesh test due to an incomplete mesh. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2024-00249. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete mesh; however, the repair was not completed because cutters are not repairable. The cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.